Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient heard their pump alarm and confirmed with the ptm (personal therapy manager) that a motor stall occurred. Per the reporter, the patient has been able to use the bolus since and is no longer hearing the alarm and the ptm did not show a motor stall recovery alert. It was explained that a motor stall recovery is not an alarm and there will not be an alert for it and that being able to get the bolus and there no longer being displayed, would be the patient's indicator that the pump is infusing again. It was noted that the patient will be having their pump interrogated by their provider. Additional information was received on 25-oct-2021 and it was reported that since (B)(6)2021 the logs reveal intermittent short stalls (around 10 -15 mins). These have been occurring off and on since then and on (B)(6) 2021 the patient reported having withdrawal symptoms. A dye study was scheduled for (B)(6) 2021 to see what is causing symptoms. The patient was also given orals on (B)(6) 2021 to address symptoms. It was reviewed to consider asking the patient about environmental exposures, magnets etc., and the stated they would do so. The patient's pump was currently not stalled but the patient was still having symptoms.

Event description:
Additional information received from a company representative (rep) reported that no volume discrepancy was noted at the patient's refill on (B)(6) 2021. The patient will be monitoring their pump and will notify the rep and clinical staff of future stalls. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) reported that the catheter was still functional, no breaks or pooling of dye was seen during the catheter dye study. The cause for the motor stalls and recoveries has not been identified; however, the patient was aware of potential household items that may cause electromagnetic interaction (emi) and was accessing the environment. The patient was scheduled for a pump refill on 2021-(B)(6). The patient's weight was asked and will not be made available. Of note, the device was still implanted and surgery was not planned.